Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2010, 4.5 - daughter may have given tramadol for pain. On (B)(6) 2010, 2.4. On (B)(6) 2010, 1.8. On (B)(6) 2010 2.5. On (B)(6) 2010 1.9. On (B)(6) 2010 1.8 on 10(B)(6) 2010 1.3. On (B)(6) 2010 1.8. On (B)(6) 2010 2.0. On (B)(6) 2010 3.0. On (B)(6) 2010 2.8. Having some difficulty obtaining blood from fingersticks. Therapeutic range: 2 to 3.5. Self-test (daughter) : 0.9.

Manufacturer narrative:
Investigation pending.